Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead and the criteria for the rv lead integrity alert were met. It was noted four non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016, and the lead failure predictor triggered on (B)(6) 2016- for ventricular sensing integrity counter (sic) and non-sustained tachycardias.

Event description:
It was reported that a lead integrity alert (lia) was triggered and oversensing of noise was observed. The rv lead remains in use and the physician noted the patient will continue to be monitored. No patient complications have been reported as a result of this event.